Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the kit originally had a straight suture needle in the tray which was changed to a curved needle. A physician stuck himself with the curved needle.